Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the patient was experiencing subluxing; the lip of the liner was positioned inferior causing the head to sublux. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address subluxation. The lip of the liner was positioned inferior, causing the subluxation.